Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate shock therapy due to atrial fibrillation. Programming changes were made. The patient condition is good.